Event description:
In 2007, I purchased azo test strips for urinary tract infections to test on my daughter, she was running a temp and her doc thought she may have a uti. When I tested her urine it showed positive, so I took her to an after hours ER when they tested her, it was negative. Which meant the azo test strip was wrong, once I got home, I used another test strip to check my own urine which also showed positive and I do not have a uti, so I had my husband use the third test strip to check his and low and behold his was also positive and he doesn't have a uti either. I feel this company has these test strips which show positive even when they should be negative so that consumers will go back and buy more of their products. Dates of use: one day in 2007. Diagnosis or reason for use: possible uti.